Event description:
Customer reported that a known a positive donor segment sample was tested with anti-b (murine monoclonal) series 3 on the galileo fwd abo assay and was typed as a ab positive. The reaction for the anti-b well for this sample resulted as a 4+. Sample was re-tested on the galileo and resulted as the expected a positive.

Manufacturer narrative:
Plate image was retrieved. Reaction in well b3 visually matches instrument interpretation of 4+. The button in this well does appear to have irregular borders, which can be suggestive of fibrin, but there is no evidence of fibrin in other wells for this sample. Repeat testing of the same segment generated expected a positive results. Cannot rule out fibrin as a possible contributing factor. Per the galileo operator manual, clotted samples should not be used on the galileo. Device not returned to manufacturer.